Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable and electrical umbilical cable were reconnected, and the coaxial umbilical cable was then replaced without resolution. The console was rebooted without resolution. The balloon catheter was replaced and a system notice was received indicating that the refrigerant delivery path was obstructed. It was also reported that the temperature changed and dropped unexpectedly. The electrical umbilical cable was reconnected without resolution. The electrical umbilical cable was then replaced and the display temperature did not drop. It was also reported that a different system notice was received indicating that the refrigerant delivery path was obstructed. The pulmonary vein (pv) was not completely isolated so the case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and afapro28 balloon catheter with lot number 22000 were returned and analyzed. Four patient files were received and recorded on the reported date of the event and confirmed the system notices. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 10 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50011 (the refrigerant delivery path was obstructed). During inspection of the handle segment, a leak path was observed at the injection tube to coaxial connector fitting (injection tube was receded). In conclusion, the reported system notice was confirmed through analysis and the reported issue of the temperature dropping faster than expected was not confirmed through testing. The balloon catheter failed the returned product inspection due to a leak path at the injection tube to coaxial connector fitting (injection tube was receded). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.